Event description:
Event description guidant received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) and chronic transvenous implantable lead exhibited elevated impedance. The device was not implanted and the lead was removed from service. A new device and lead were implanted. The device was returned for analysis.